Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 50-400 (mg/dl). Customer consumed juice to address low bg levels and delivered a bolus to address elevated bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.